Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through filling and loading a new cartridge on the pump, resolving the issue and allowing the caller to resume insulin delivery.